Event description:
It was reported that there was ventricular high rate episodes and suspected right ventricular (rv) lead oversensing. According to the nurse report, the patient was receiving a coronary artery bypass graft during the episodes. The lead remains in use. No patient complications have been reported as a result of this event.